Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare. The product is not sold in the USA but is similar to a product which is sold in the USA. Device is not expected to be returned to fisher & paykel healthcare. Complaint records were checked for the given lot number. Results: our records indicate that no other complaints of this nature have been received for this lot number. Conclusions: the device was out of specification. Missing components from circuit kits is a known problem currently being addressed through an open CAPA. The occurrence rate for this type of fault is very low (approximately 3 reported faults per every million units sold, worldwide for the last year), but we will continue to monitor all complaints for such faults.

Event description:
Reporter reported that upon opening the rt105 kit, they identified that the shortest tube in the kit was missing.